Manufacturer narrative:
The customer¿s report of the tubing set separated at the drip chamber could not be determined. The reported set model 10013361 that was in use during the customer event was discarded and not returned for failure investigation. Patient race: caucasian.

Event description:
It was reported that when placing the tubing set into the pump module before starting an infusion of an investigational non-chemotherapy drug to an adult patient, the tubing set separated at the drip chamber, and there was spillage of the medication. The event occurred at (B)(6). There was no report of an adverse effect on the patient. Customer advocacy received a copy of the customer's medwatch report which states, "pt was about to receive research drug (non-chemotherapy) while fixing tubing into chamber of pump, the tubing broke in half and an unk amount of drug spilled (pt did not receive any of the drug) research team notified, both research pharmacy and main pharmacy notified first bag of research drug disposed of per pharmacies advice new bag was mixed and started for pt about an hour delay in pt¿s overall treatment the IV line came apart above the pump segment FDA safety report ID# (B)(4)."